Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's knee was revised due to loose femur. Tibial component(s) were fine and not revised.

Manufacturer narrative:
An event regarding loosening involving a triathlon augment was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's knee was revised due to loose femur. Tibial component(s) were fine and not revised.